Manufacturer narrative:
The sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filled out on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. During testing at the user facility, the field service rep was able to reproduce the issue. The touch screen was replaced and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the scpc became unresponsive during set up. There was no pt involvement.